Event description:
Literature: venkatraghavan l, manninen p, mak p, lukitto k, hodaie m, lozano a. Anesthesia for functional neurosurgery: review of complications. J neurosurg anesthesiol 2006;18(1):64-7. Summary: this article presents info from a prospectively collected database on all 186 pts undergoing functional neurosurgery under monitored anesthesia care for ablative (n=6) or insertion of a deep brain stimulator (n=172). Deep brain stimulation implants were both unilateral (n=34) and bilateral (n=138). The purpose of the study was to review the anesthetic management and incidences of intraoperative complications during functional neurosurgery. Reportable event: three pts experienced neurological deficits in the early postoperative period. The nature of the deficits was not reported. No pt treatment or outcome was reported. Add'l info received reported that it was unk who the device MFR was. It was also reported that one pt experienced hemiparesis with a fair outcome.